Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) suffered a fall impacting the ipg site. Since that time, the patient reportedly lost the ability to establish communication with the device. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation wa recaptured for the patient following the procedure.